Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: inner seal was torn and fell into the cavity. It was retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4)